Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue was identified during a vascular diagnostic procedure. The procedure was delayed for less than 20 minutes but was able to be continued without any harm to the patient after the system was restarted. A philips field engineer (fse) inspected the system onsite and confirmed the issue. Troubleshooting actions indicated that there was an issue with the cmos battery. The fse replaced the battery and reprogrammed the date and time on the geometry (geo) pc then reloaded the software and booted the system multiple times. Analysis of the system's log files did not contain any indication of the cmos battery malfunction. However, after the battery was replaced and the system software was reloaded and reprogrammed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not boot due to geometry errors. There was no reported patient or user harm. Philips has started an investigation of this complaint.